Manufacturer narrative:
A review of the manufacture records for the reported device did not reveal any discrepancies relevant to the reported event.

Event description:
As the physician was cutting a second sfa lesion, the thumbswitch of the turbohawk would not completely turn off. This was after the first pass, on an approximately 9-10cm cut length in a very tight lesion. Minimal calcium was appreciated on angio. A previous sfa lesion was treated before this lesion and 4 passes were made with no thumbswitch trouble. A small perforation was observed on angio after first lesion atherectomy. A balloon was inserted and inflated. The perforation resolved.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The turbohawk device was received for evaluation with the cutter driver (unattached) but without any other ancillary devices associated with the procedure. No other ancillary devices or cine images from the procedure were received for evaluation. There was a notable kink at the distal edge of the torque shaft hypotube component. The cutter head assembly was located in the distal tip assembly housing window. The handle assembly was separated to gain visual access to the drive shaft assembly. The drive shaft coil exhibited a fracture. The fracture location coincides with the distal edge of the torque shaft hypotube component when the handle was at the distal edge of rotation.